Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not come out when the trigger was grasped at the first firing. The clip could be loaded into the jaw when the trigger was grasped a few times. However, when the loaded clip was fired, the next clip ejected. As the ejected clip was retrieved, no unformed clips were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Clips the analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining nine clips. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).

Event description:
Reporter alleged obtaining a result of 210 mg/dl on advantage system 1 compared back to back with a result of 85 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.